Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The catheter was returned within the dispenser hoop and confirmed to be the device reported. Visual and microscopic inspection of the device noted severe damage and a hole on the catheter shaft, indicative of excessive force. Functional testing could not be performed due to the condition of the returned device. Information available indicated that the catheter was confirmed to be in good condition prior to use and that there was a lot of resistance experienced during advancement of a retriever through the microcatheter. Based on the information available and analysis of the returned device, it is likely that the microcatheter was damaged during use; an assignable cause of operational context was assigned to this investigation.

Event description:
Analysis of the returned device found that there was a hole in the microcatheter shaft. There was no clinical consequence to the patient due to this event.